Event description:
It was reported that balloon rupture occurred. The target lesion was located in the below-knee vessel. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as result of this event.